Event description:
It was reported the several ti matrixneuro screw self-drilling 4mm have broken during several cranial cases. The malfunctions occurred during normal insertion. Specific patients, dates, and times weren't provided; however, the surgeon stated that it would have been early (B)(6). The surgeon was able to overcome this by burring the screw shafts down and placing additional screws. There is no additional information available at this time. This report is for an unknown quantity of maxtrineuro screws. (B)(4).

Manufacturer narrative:
Reported as early (B)(6) 2015. This report is for an unknown quantity of maxtrineuro screws part number 04.503.104.01/lot unknown. Devices broke during insertion; devices were not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.